Event description:
Complainant alleged that during the incoming inspection of the product, the device's watch dog circuit intermittently would not stop beeping. The complainant indicated that there was no pt involvement in the reported failure.